Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Residual blood particles could be seen as the faradrive device was flushed and tested during analysis. The sheath was evaluated for leaks and observed to failed during 15-psi positive pressure testing with a 0.092" pin gage inserted and 0.140" pin gage inserted. The device also failed to achieve 5-psi vacuum pressure while empty, with a 0.092" pin gage inserted, and 0.140" pin gage inserted. Microscope inspection found the external valve to be torn by the open slit designed to seal around an inserted device, creating a leak path when something is inserted through the valve.

Event description:
It was reported that during an atrial fibrillation procedure, a faradrive steerable sheath clear was selected for use. Immediately after removal of the dilator, blood was observed coming from the valve and there was aspiration of air. Subsequently, the sheath was replaced, and the procedure was completed. There were no patient complications reported and the sheath was received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation procedure, a faradrive steerable sheath was selected for use. Immediately after removal of the dilator, blood was observed coming from the valve and there was aspiration of air. Subsequently, the sheath was replaced, and the procedure was completed. There were no patient complications reported and the sheath is expected to return for laboratory analysis.